Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 250 units of insulin. The customer¿s blood glucose level was 135 mg/dl. Tandem clinical diabetes specialist offered to help contact with loading process; however contact declined. Multiple attempts were made by tandem technical support to follow-up with customer; all were unsuccessful.